Manufacturer narrative:
Siemens healthcare diagnostics has confirmed a software anomaly that allows the t3/t4/vb12 ancillary reagent pack to be used beyond the stability expiration date. The investigation performed by siemens determined that an incorrect parameter in the software causes the obs to default to a "use beyond" setting. If the t3/t4/vb12 ancillary reagent is used for t3 and t4 testing beyond its onboard stability, all results will include an "obs extended" flag to alert the user. In scenarios where the t3/t4/vb12 ancillary reagent is used beyond its onboard stability as wash reagent for vb12, the dilution results that are generated do not report with an "obs extended" result flag. An urgent medical device correction (umdc) asw18-03.a.us was sent to the us customers starting on september 26, 2018, and an urgent field safety notice (ufsn) asw18-03.a.ous was sent to outside the us (ous) customers. The umdc and ufsn inform customers of the observed behaviors, the risk to health, and provides the following instructions: check the onboard stability of t3/t4/vb12 ancillary reagent packs daily, instructions to check the onboard stability status, and the action to replace any t3/t4/vb12 ancillary reagent pack before the onboard stability reaches 0d 0h.

Event description:
Siemens was informed that the onboard stability (obs) setting for the total triiodothyronine (t3), total thyroxine (t4), and vitamin b12 (vb12) ancillary reagent pack defaults to a "use beyond" when loaded on the atellica im (immunoassay) 1600 analyzer. The default setting cannot be changed and can allow the t3/t4/vb12 ancillary reagent pack to be used beyond the stability expiration date. There are no known reports of patient intervention or adverse health consequences due to the setting "use beyond" that defaults for the t3/t4/vb12 ancillary reagent pack.